Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high voltage lead impedance was out or range after device replacement. X-ray did not reveal any abnormalities. During pocket revision it was noted that the lead was properly inserted into device header and no visual lead damage observed. The lead was capped and replaced. Patient condition was good.